Event description:
Info rec'd indicates that the pt was injured on the job in 2003. As a result of his injuries he rec'd a suretac device implanted into his shoulder 4 mos later. A month later, the pt was injured and required a second surgery to remove the suretac. The injuries were described as past and future disability, restrictions and permanent damage.

Manufacturer narrative:
No product is being returned for eval.